Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a pulmonary vein isolation procedure, a pericardial effusion was identified. The patient became hypotensive, and an echocardiogram was performed. The effusion was thought to possibly have occurred during the second puncture, though the physician was unsure. A pericardiocentesis stabilized the patient, and the procedure was completed with no alleged issues involving abbott devices.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occured. It is alleged it may have occurred during the second puncture; however, the physician was uncertain. A pericardiocentesis was performed, stabilizing the patient. The procedure was completed and there were no alleged performance issues with any abbott devices.